Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bulkhead connector was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.